Manufacturer narrative:
Visual inspection of the lens showed the optic was torn and there was evidence of surgical residue. (No conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated a 3-piece silicone lens model aq2010v tore during insertion and the cause of the lens tear was unknown. The lens was implanted and removed without patient injury. The reporter could not recall the model and lot numbers of the cartridge and injector used during surgery.